Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: material no: 382544, batch no: 0139126. It was reported that needle wouldn't retract and would be a safety issue as no cover. Verbatim: mmc would like to know if you have any other issues with this product, either the same lot etc. At this time the product was not able to be saved because the needle would not retract so we would not be able to provide a sample. Catheter IV peripheral blood control shielded with vialon biomaterial green 18 ga x 1.16 in 50 ea/sp 4 sp/ca IV angio safety did not work hi not sure if any other units have contact you. Couldn't save as needle wouldn't retract and would be a safety issue as no cover.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract. The following information was provided by the initial reporter: material no: 382544, batch no: 0139126. It was reported that needle wouldn't retract and would be a safety issue as no cover. Mmc would like to know if you have any other issues with this product, either the same lot etc. At this time the product was not able to be saved because the needle would not retract so we would not be able to provide a sample. Catheter IV peripheral blood control shielded with vialon biomaterial green 18 ga x 1.16 in 50 ea/sp 4 sp/ca IV angio safety did not work hi not sure if any other units have contact you. Couldn't save as needle wouldn't retract and would be a safety issue as no cover.